Event description:
Pump was set to infuse 260ml over a 3 hour period at a rate of 67ml/hr (possibly 87ml/hr, account is not sure if this is a transcription error). The entire amount was infused in 2 hours. No report of patient injury or medical intervention. Attempts have been made to obtain more details from the facility regarding patient information and the type of drug being administered, but no additional information has been provided. Should additional information be received a follow-up report will be filed.